Manufacturer narrative:
The customer's reagent was expired by the time the qa lab received it, so it was not possible to test.

Event description:
The customer stated that he tested his blood glucose and received a reading of 259 mg/dl using his breeze2 meter. He retested using another breeze2 meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.